Manufacturer narrative:
Elected to evaluate each lot. Samples from the unopened packets returned were visually examined. No frays were detected. The strands were then tested for knot pull tensile strength and the results obtained were above the ethicon standards which always equal or exceed the minimum ups requirements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving these lot numbers.

Event description:
Suture breakage and fray dyring coronary artery bypass graft surgery. Customer reports no alleged consequence to the pt. Outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once ,edoca; device family initially reported assuming incident could recur.